Manufacturer narrative:
Device received with broken battery tube thread noted. The test reservoir was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested outside the unit and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was chipped off and had two motor error alarms. The customer stated they were able to complete the rewind process. Customer reported that the drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.